Manufacturer narrative:
Product event summary: data files with two image files were returned and analyzed. Analysis of the returned images showed a knot at the tip and array distal arm. In conclusion, the reported knot on the catheter was confirmed through data/image analysis. The catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a knot was noticed on the catheter. An attempt was made to unknot the catheter by pulling the wire back and correcting it but was unsuccessful. Eventually, a tight knot formed towards the top of the catheter, but the catheter was still able to be retracted from the sheath safely, despite the presence of the knot. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event. It was further reported that catheter inversion could not be confirmed during case but was suspected; nothing looked abnormal until the catheter was attempted to be retracted.